Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). Prior to the start of the procedure, a large amount of fluid was visualized behind the laa tissue. The closure device was partially and fully recaptured several times during the procedure. Following the final deployment attempt, during a contrast assessment, contrast fluid was visualized outside the laa wall. An echocardiogram was performed and a pericardial effusion was observed at the apex of the laa. The was, wds, and closure device were removed from the patient and protamine was administered. A pericardial tap was performed. The patient stabilized and underwent an laa ligation. Eight (8) days post index procedure the patient was discharged and fully recovered.

Manufacturer narrative:
B5 event description updatedh6 patient code updated

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). Prior to the start of the procedure, a large amount of fluid was visualized behind the laa tissue. The closure device was partially and fully recaptured several times during the procedure. Following the final deployment attempt, during a contrast assessment, contrast fluid was visualized outside the laa wall. An echocardiogram was performed and a pericardial effusion was observed at the apex of the laa. The was, wds, and closure device were removed from the patient and protamine was administered. A pericardial tap was performed. The patient stabilized and underwent an laa ligation. Eight (8) days post index procedure the patient was discharged and fully recovered. It was further reported the pericardial effusion occurred with tamponade.